Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A consumer implanted for chronic low back pain reported their implantable neurostimulator (ins) battery charge used to last a month to a month and half, but starting three months ago, it only lasted about three weeks and was almost drained. On (B)(6) 2016 the consumer called back and stated for about the past six months the implantable neurostimulator (ins) battery ¿didn¿t last for nothing now, I used to get a month and a half out of the battery, and now I¿m lucky to get a week of power from the battery between charges.¿ it was further reported about two weeks prior to (B)(6) 2016 the elective replacement indicator (eri) message was seen on the recharger. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.